Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was awakened by an alert notification that the wearable failed, and she removed the sensor. Upon sensor removal, the patient observed pus at the site of the needle puncture site and chose not to place a new sensor. She had an itching sensation in the area. She went to the emergency department (ed), where a blood glucometer (bg) reading was obtained at admission (bg was 107 mg/dl), followed by a skin assessment, disinfection of the wound with alcohol, bandaged, and she was then discharged home. She inserted a new sensor when she got home, and her cgm was 87 mg/dl. The next morning, she consulted her physician who examined the area and prescribed an oral antibiotic medication (amoxicillin 500 mg, twice a day for 10 days). At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.